Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, when using the monopolar curved scissors (mcs), the surgeon reported that it was not performing its function, making it impossible to carry out the procedure with this instrument. The procedure was completed with no reported injury.